Manufacturer narrative:
This is a retrospective MDR submission. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in metabase (patient database) that the patient did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2021, at 12:07pm cst. The result for this test was released on (B)(6) 2021, at 8:29am cst. The patient's sample resulted in a viral CT value of 24.17 which falls under the positive range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the sample was resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on (B)(6). Plate-was extracted by (B)(6), a cla ii. Tecan 12 was used to extract (B)(6) using kit lot fg4184, filter plate lot fg4184, tcep lot 020321aa-tc1, wash buffer lot 020321aa-gb1 and elution buffer lot 201712. There were two samples on the plate with an extremely low viral CT, which have higher potential to produce contamination during specimen processing. The lowest CT viral value on the plate was 17.67 at position (B)(6) and 19.17 at position (B)(6). They both weren't next to sample (B)(6), so contamination to the patient's sample was ruled out. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Master mix batch 277 was used for pcr. Customer success team did reach out to the patient on (B)(6) 2021, and explained to the patient that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result. In addition, antigen tests are much less sensitive than pcr tests and it is possible that they are not detecting the virus.

Event description:
On (B)(6) 2021, patient (ref# (B)(4)) called in regarding potential false positive. Patient stated that they tested positive the morning of (B)(6) (ref # (B)(4)) and then received 2 negative rapid antigen tests immediately after. (B)(6) (from customer success) stated the following: "took swab out and put it against cheek and on top of tongue and other cheek. He put it face down in the tube, broke the swab, and shook it three times. He does not know if he touched below the line on the swab where it breaks. Dropped it in a bin. He doesn't know if his hands were clean and did not wash his hands. He was driving someone else's car. He says he got two rapid antigen tests done today and both came back negative. I explained that antigen tests are much less sensitive than pcr tests and it is possible that they are not detecting the virus. I suggested getting tested with another pcr test. I informed him that it is possible that his result was due to a touch positive, but with that said, if he touched the person's car and it had covid in it, and touched an open entry point on his body like his eyes or nose, he might have contracted the virus from that car.